Event description:
It was reported there was possible premature battery depletion. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data. Evaluation summary: (B)(4) the device was returned and analyzed. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Received. If additional relevant information is received, a supplemental report will be submitted.